Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer changed the battery but the device alarmed an error. The customer inserted another new battery and the insulin pump alarmed button error. At the time, the customer's blood glucose was 300 mg/dl, which was treated with the insulin pump. But, at the time of the phone call, the customer's blood glucose was 143 mg/dl. The customer stated that they had gotten caught in a rainstorm. The discontinuation of the device was advised. The customer was advised that the device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.